Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator's inspiratory pressure was low. The respiratory therapists caring for the patient felt as though the ventilator was not blowing adequately. The patient was removed from the device and placed on a different ventilator for support. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. The reporter was contacted for additional details about the patient, but that request was denied.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low inspiratory pressure was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift.